Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient can read normal size fonts on phone at a minimum distance of 19-20 - not the best. The patient good with medium distances like a tv; however, when driving at night, patient had challenges. At night, stop lights do not have halos, but seeing sort of a duplicate image offset by 45 degrees of so, as gets closer to 120 feet the traffic light perfectly clear. Car break lights in the distance look like perfect red dots with no halo or any other problem at all. During the daytime no problem with anything, except for reading my mobile device is further that patient expected. Additional information has been received and stated that, patient saw an optometrist who determine that had excellent vision but was unable to provide an opinion on why patient see duplicate objects at night. The patient underwent a yag procedure on the left eye, the ophthalmologist said the right lenses was clear. Afterwards, patient can see a slight vision improvement but still see a two images slightly offset to each other at a 45 degree angle . Same for stop light or any bright light at night. Yet, all freeways signs read perfectly clear. No problems during the day.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).